Manufacturer narrative:
This product was retained by the hospital and was not returned to boston scientific, and as a result, laboratory analysis could not be conducted. The primary reported observation of migration is addressed under product labeling as a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the physician requested boston scientific technical services (ts) to review several stored tachycardia events, and one patient symptom stored event. The physician requested confirmation on whether these events exhibited electromagnetic interference (emi). Ts reviewed the events per request and noted the presence of baseline noise, which was being oversensed by the insertable cardiac monitor (icm) device, resulting in false tachycardia event storage. Ts further observed that similar noise was present in the patient symptom event and initially suspected that the noise originated from the patient scratching their device. Additional information was received indicating this icm device continued to exhibit noise. Ts reviewed the stored tachycardia events and the presenting subcutaneous electrocardiogram (s-ECG); and discussed that the noise appeared to be movement related, possibly due to icm device not being located deep enough in the tissue. Ts discussed no programming adjustments could be suggested. A few months later, further information was received indicating this icm device had migrated from the original implant location due to patient weight loss. As a result, the patient underwent a surgical procedure to explant the device and replace it with a new icm device. Reported patient weight loss is due to a patient condition and not result of a device issue. No adverse patient effects were reported. The explanted icm device will not be returned, since it was retained by the hospital.

Event description:
It was reported that the physician requested boston scientific technical services (ts) to review several stored tachycardia events, and one patient symptom stored event. The physician requested confirmation on whether these events exhibited electromagnetic interference (emi). Ts reviewed the events per request and noted the presence of baseline noise, which was being oversensed by the insertable cardiac monitor (icm) device, resulting in false tachycardia event storage. Ts further observed that similar noise was present in the patient symptom event and initially suspected that the noise originated from the patient scratching their device. Additional information was received indicating this icm device continued to exhibit noise. Ts reviewed the stored tachycardia events and the presenting subcutaneous electrocardiogram (s-ECG); and discussed that the noise appeared to be movement related, possibly due to icm device not being located deep enough in the tissue. Ts discussed no programming adjustments could be suggested. A few months later, further information was received indicating this icm device had migrated from the original implant location due to patient weight loss. As a result, the patient underwent a surgical procedure to explant the device and replace it with a new icm device. Reported patient weight loss is due to a patient condition and not result of a device issue. No adverse patient effects were reported. The explanted icm device will not be returned, since it was retained by the hospital.